Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a period of high blood glucose while using the ilet with an inset infusion set on the abdomen and fsl3+ cgm, following overtreatment of hypoglycemia with a sandwich, six pieces of rescue candy, and sugar water; a supply change was performed and insulin delivery resumed without evidence of a bent cannula, leaking, or device malfunction, and no specific device component was implicated. Symptoms included hyperglycemia with dry mouth. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and characterized as an improper or incorrect procedure or method rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.